Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was r eported that they had a year long follow up appointment with their healthcare professional and the manufacturer representative, in feb or march of 2023. The caller reports that they felt that all of the programs changed and are not working as efficiently as they were when they originally had the implant, this has been the case since the beginning of 2023. The patient reports that the lead is on one side and they always set it at 1. 3 and it seemed to be a good setting for them. They felt a slight tug on both sides and it was almost like it was not doing what it was supposed to be doing. They started to notice that they were having a lot of gastrointestinal issues and tons of gas which they are still gassing out of control. They tried some different therapies and some of the therapies seemed like they were going more into their penis than they were supposed to. The representative told them that they should not be changing therapies unless they have to. Additional information was received from the patient. They reported that something was still not right and that they thought the therapy had changed all together and they were having accidents. The patient thought the lead was on the one side, they used to feel the stimulation on both sides but now it felt different. The patient reported that they'd been "kind of backed up and not having bowel movements" but that they just had a little accident yesterday in their apartment building. They also told the rep that they had sciatica issues when they had their yearly follow up a couple months ago. The rep told them finding therapy relief was a trial-and-error process and reviewed with the patient to try different program settings. The patient stated they'd been working their way through all the different programs, and they stated they didn't even "notice it."

Manufacturer narrative:
B3: date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.